Manufacturer narrative:
Initial report ref. To natus complaint #(B)(4). (B)(4) rev 10 risk analysis spreadsheet - eds 3 external drainage system. Hazard 5.11 - stopcocks: luer lock thread is stripped or broken. Effect (harm): delay in patient treatment, csf leakage and over drainage of csf residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. No associated capas. Further investigation to be carried out.

Event description:
Nt821731c - transducers coming off. Another drain issue with a patient in the nicu. Both were on the same patient. It seems that the transducers are not staying connected.

Manufacturer narrative:
Follow up report 001 ref. To natus complaint # (B)(4). Sterile date: 01 jul 2024. Device history record review: unit has passed all tests with acceptable results. Complaint history review/trend analysis: (24 months review and percent of sales) 4 previously confirmed "integ-broke/disengage" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: no signs of breakage or cracking were observed on the system stopcock's female luer. However, when compared to a new eds 3 system, thread deformation was noted on the complaint device. This deformation indicates that the external transducer was overtightened, leading to thread striping. The failure mode, detachment of the external transducer from the eds 3 system was replicated during the investigation by intentionally overtightening and stripping the threads, which compromised the interlocking mechanism. Notably, the complaint device did not strip when paired with its original transducer (external transducer that came with the returned device). However, it did strip when tested with another external transducer of the same model. This suggests a potential variation or fault in certain external transducers that affects proper interface with the stopcock's locking mechanism. The misalignment caused uneven loading on the stopcock threads during tightening/connection, leading to deformation and a weakened connection. The failure mode was also reproduced using the larger/longer version of the external transducer. In this case, improper use of the external transducer spin mechanism during attachment to the system stopcock led to insecure connection. When not properly attached, the weight of the transducer would cause it to roll back (counterclockwise) following the path of least resistance. Section "warnings" on page 3 of the eds 3 system IFU (sd208650001 rev da) gives details on handling the eds 3 system such as finger tightening components and not using external tools. Capa005781 issued for the increase in complaint rates for the eds product line in q1-2025. Failure mode: confirmed / transducer detachment investigation result: user error/ damaged while in the user's possession.

Event description:
Nt821731c - transducers coming off. Another drain issue with a patient in the nicu. Both were on the same patient. It seems that the transducers are not staying connected.